Event description:
Loss of osseointegration, implant achieved osseointegration, implant was completely covered with bone, thread tap used, uncontrolled endocrine illness, bone resorption, peri-implantitis, pain, mobility ((B)(6) are same patient).